Event description:
Baxter (B)(4) received a report that an infusor had leaked during patient use. The device was filled with a solution of 5-fu. This condition interrupted therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. This product is not distributed in the us and does not have a 510(k) number. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Manufacturer narrative:
(B)(4).evaluation summary:baxter received one sample with fluid inside the housing. The reported condition of a leak was confirmed. Visual examination of the disassembled unit determined the location of the leak was along the welded area of the volume indicator and port located inside the housing. The root cause was determined to be a insufficient bonding. As a result of this incident, the complaint sample was used to bring awareness to all applicable manufacturing operators in (B)(4) 2012. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.